Manufacturer narrative:
Date of report : 04apr2019, MFR site : updated contact info, date rec¿d by MFR : 28feb2019. The customer reported replacing the flow sensor assembly and the unit was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26feb2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the unit had a flow sensor failure. There was no patient involvement. Event date not specified; estimate used.